Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused heparin during patient therapy in the pediatric critical care unit (pccu). The bedside nurse noted that the heparin bag was still full after about 12 hours of infusion. The heparin dose ordered for the patient was 20.5 ml/hr for 475ml. The pump indicated remaining vtbi (volume to be infused) of 264ml with 12 hours and 52 minutes remaining. The remaining volume in the bag is measured at approximately 330ml. Further information reported about the event indicates there were three downstream occlusion alarms that occurred. No additional information is available.

Manufacturer narrative:
Date received by MFR: the correct aware date to be 25 feb 2025. Additional information: h11: the device was not received for evaluation; therefore, a device analysis could not be completed. However, an event history log review (ehlr) was performed, and it was noted that there was a heparin infusion on the same date as the customer reported event and there were three downstream occlusions that had occurred during this infusion which may suggest a possible underinfusion. The reported condition was verified. The cause of the reported condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.